Event description:
It was reported that an over infusion of fentanyl occurred. The pump was set to infuse at rate of 2ml/hour with a volume to be infused (vtbi) and should have lasted for 24 hours. However, the bag only lasted for 8 hours and 80ml of fluid was unaccounted for. The medication was set up as a secondary infusion. The device logs were reviewed by the hospital personnel and it was found that the infusion rate was 2.5ml/hour at 7:31 am on (B)(6) 2020. It was noted that the patient was intubated, on a ventilator, and stayed in the intensive care unit (ICU). However, the patient expired eight days later on (B)(6) 2020 after being put on hospice by the family. The cause of death was respiratory failure. At this time it is unknown if the death is related to pump event. It is unknown if the patient received medical intervention for the unaccounted fentanyl that the patient received.

Manufacturer narrative:
Review of the sn (B)(4) service history record showed the device had a manufacture date of 10jun2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 03mar2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Concomitant medical products: (3) 8100; td (B)(6) 2020 the reported issue that a fentanyl infusion intended to infuse over 24 hours however was completed in 8 hours could not be confirmed or duplicated during the investigation. Physical inspection showed no anomalies. The reported incident time had the infusion programmed for duration at 36 hours and not 24 hours; rate = 2.5ml/h with vtbi at 90ml. The infusion ran for duration at approximately 1.5 hours before being terminated and not 8 hours. It could not be ascertained from the log if a new bag had been hung when the vtbi at 90ml was entered. The incident administration set was not retained and returned for investigation. The additional requested time period review from the date (B)(6) 2020 until the infusion termination on (B)(6) 2020 had determined a total volume infused calculated at 102.658ml. It was noted that the fentanyl infusion had been running on the same pump module and patient for several days prior to the reported incident date with no reported infusion discrepancy with the other infusions. The testing and inspection process of the returned pump module found no existing malfunctions and it to be infusing within specification. It was noted that there was no reported discrepancy with the prior performed infusions of the drug fentanyl. Functional testing showed no anomalies. The root cause of the customer's report of over infusion could not be identified.

Event description:
It was reported that the a fentanyl over infusion occurred on the csu unit. The pump was set to infuse at rate of 2 ml/hour with 100ml of vtbi and should of lasted 24 hours. However this bag only lasted 8 hours and 80 ml of fluid is unaccounted for. The log was reviewed by hospital personnel and it showed that pumped infused at a rate of 2.5 ml/hour . That patient expired eight days later on (B)(6) 2020. The cause of death was respiratory failure. At this time it is unknown if the death is related to this event. It is unknown if the patient received medical intervention for the unaccounted fentanyl they received.